Manufacturer narrative:
Additional information: index procedure date was updated to (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by positive stress test and unstable angina. During index procedure, two resolute onyx drug-eluting stents were implanted in the lad. Approximately 5 months post procedure, patient suffered gi bleed and was treated with blood transfusion. Patient recovered. Patient was on dapt 24 hours prior to event. Investigator assessed event is not related to device or anti platelet medication. Sponsor assessed event is not related to device but possibly related to anti platelet medication.